Event description:
It was reported that during an open esophagectomy, the jaws could not be released at the fourth stroke of the eighth firing when the device was used for an anastomosis of the stomach to the cervical esophagus. After that, the target tissue slipped from the jaws without opening. There were no adverse consequences to the patient. Reinforcement material was not used. The staples were formed as intended. The jaws were opened with higher force by the sale rep after the operation.

Manufacturer narrative:
(B)(4). Joint cover. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the opening force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---the tissue came off without opening. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned with the closing trigger and the anvil in the closed position; one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired; several b form staples with tissue were noted on the deck.